Event description:
Patient received emergency room treatment for hypoglcycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release. The patient's endocrinologist evaluated the device and determined that the am and pm settings were reversed on the pump clock, therefore the patient was not receiving the correct insulin dosages. The patient has continued to use the pump with no subsequent events.